Event description:
A peritoneal dialysis (pd) pt reported that his cycler alarmed for an detected in the cassette during drain 4 of 5. The pt found fluid leaking from a connector. He had disconnected earlier to use the rest room, but pushed in the incorrect pin. He was advised to discontinue using the cycle and f/u with his pd nurse. He retained the set and is making it available for eval. During a f/u, the pt's pd nurse reported he has had clear effluent. He did not have any signs of infection. He was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.